Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen on (B)(6)2024 and he reported that his hearing with the device seems to have faded and it is no longer working.

Event description:
The user was seen on (B)(6) 2024 and he reported that his hearing with the device seems to have faded and that he is no longer able to hear with the device. The user was re-implanted.

Manufacturer narrative:
Device investigation results are indicative of a broken wireguard coil wire. Since coil wire and wireguard fractures occured shortly after implantation, it is assumed that the implant was exposed to significant mechanical stress during the surgical procedures. The strong wireguard bending has likely contributed to the observed device damage. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.